Event description:
Patient representative reported left side implant removal due to patient's concern with the product, "intense pain and constant swelling", "small cysts sparse in the breasts, measuring up to 0.9 cm," "a block explant of the capsule as there was fluid leakage in the patient's body". Patient representative also reported left side "accessory axillary breast on the left, corresponding to the palpable nodule reported by the patient", which is not device-related. The device remains implanted.

Manufacturer narrative:
Concomitant therapies: per medical prescription dated on (B)(6) 2014: cephalothin 1 g, tramadol hydrochloride 100 mg, dipyrone sodium 500mg, metoclopramide 5 mg/ml. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time reason for reoperation: "fluid leakage in the patient's body".